Manufacturer narrative:
Product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested, but not provided.

Event description:
It was reported that the male luer side of the maxzero standalone needleless connector was leaking where it is fused to the mini-bore tubing. The tubing was removed and replaced. There was no significant delay in patient care and no patient harm reported.